Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device change out procedure, the right atrial and right ventricular pace/sense leads were stuck in the device header of the old device. The caller then realized that the top two setscrews had not been loosened. The leads were easily removed after these setscrews were loosened. No adverse patient effects have been reported. The device was explanted but has not been returned to boston scientific for analysis.